Event description:
It was reported that during evaluation conducted at the manufacturer facility the washer and the spring of the device were broken off. No patient involvement or procedural delays were reported with this event.

Manufacturer narrative:
The complaint was confirmed based on the device evaluation. Any physical impact to the navigated instrument can cause product damage.

Event description:
It was reported that during evaluation conducted at the manufacturer facility the washer and the spring of the device were broken off. No patient involvement or procedural delays were reported with this event.